Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were pacing spikes all over the electrocardiogram (ECG) at random times. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.